Event description:
While the resident was being transferred from the bed to a chair, one of the sling traps allegedly came off the hanger of the lift, causing the resisdent to fall and fracture a hip.